Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No further information is available regarding this complaint. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). Submitted: 10/29/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 10/23/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.